Event description:
It was reported that occlusion alarms occurred. There was no adverse impact to the customer's blood glucose level. The customer was instructed by technical support to perform several corrective actions, including disconnecting the tubing, tightening connections, and delivering boluses. The issue persisted, leading to further instructions to load a new, empty cartridge onto the pump and successfully deliver a bolus. The resolution involved the customer replacing supplies as necessary and resuming insulin therapy.